Event description:
As reported, during a bilateral inguinal hernia repair procedure on (B)(6) 2022, a bard/davol optifix straight fixation device was used to fixate an unknown mesh near the cooper¿s ligament. As reported, the wire was bent and the device failed to deploy fasteners. There were no broken or loose fasteners present. It was reported that there were two devices used in the same procedure and both had the same issue. There was no delay in the procedure. This file represents device #2. During sample evaluation of device it was identified that the barrel insert had detached while in use.

Manufacturer narrative:
It was reported during a bilateral inguinal hernia repair procedure a optifix straight fixation device was used to fixate an unknown mesh near the cooper¿s ligament. As reported, the wire was bent and the device failed to deploy fasteners. Evaluation of the subject product confirms that the barrel insert detached from the device during use. The guidewire and the backup tabs on the device are found to be significantly bent, which is consistent with the distal tip having seen significant force in use. Bent components led a combination of factors that led to the detachment of the barrel insert component on the distal tip of the device. Based on the sample evaluation and investigation performed, the reported event is confirmed and the root cause of the bent components is due to forces applied during when in use while attempting to fixate the area of the cooper's ligament. Review of the device history records confirmed the device was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
It was reported during a bilateral inguinal hernia repair procedure a optifix straight fixation device was used to fixate an unknown mesh near the cooper¿s ligament. As reported, the wire was bent and the device failed to deploy fasteners. Evaluation of the subject product confirms that the barrel insert detached from the device during use. The guidewire and the backup tabs on the device are found to be significantly bent, which is consistent with the distal tip having seen significant force in use. Bent components led a combination of factors that led to the detachment of the barrel insert component on the distal tip of the device. Based on the sample evaluation and investigation performed, the reported event is confirmed and the root cause of the bent components is due to forces applied during when in use while attempting to fixate the area of the cooper's ligament. Review of the device history records confirmed the device was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." Addendum: h.11: this is an addendum to the initial MDR submitted. This supplemental MDR has been submitted to report the patient details which was inadvertently omitted in the initial MDR and to make a correction to the annex c code. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a bilateral inguinal hernia repair procedure on 13-may-2022, a bard/davol optifix straight fixation device was used to fixate an unknown mesh near the cooper¿s ligament. As reported, the wire was bent and the device failed to deploy fasteners. There were no broken or loose fasteners present. It was reported that there were two devices used in the same procedure and both had the same issue. There was no delay in the procedure. This file represents device #2. During sample evaluation of device it was identified that the barrel insert had detached while in use.